Event description:
An implant card was received which stated that the patient's generator had been replaced due to battery depletion. It was noted that the post-operative impedance was high. Manufacturing records for the newly implanted generator showed that the device had passed quality control inspection prior to distribution. No additional relevant information has been received to date.

Event description:
It was reported that high impedance was first observed a month prior to the reported surgery. During the operation the generator was replaced and high impedance was again observed with the new generator. The lead was inspected and it was noted that at the nerve there was a mass of scar tissue at the electrode site. The surgery was then aborted. Based on the length of the lead's implant it appears likely that the cause of the high impedance was related to a lead fracture. No additional surgery is reported to have occurred to date.